Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the f11 and f12 fuse in the viewing station of the imaging system were open. Following replacement, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not power on. It was noted that the line power light on the viewing station of the imaging system was not illuminated and that the system was connected to a known operational outlet. It was noted that the imaging system was unresponsive when attempting to boot. There was no patient present when this issue was identified. No additional information was provided.